Manufacturer narrative:
(B)(4) date sent to FDA: 01/30/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient allegedly experienced adverse events after implantation. It was reported that the patient underwent another gynecological procedure on (B)(6) 2014 and mesh was implanted into the patient. It is reported that the patient experienced complications directly after implantation. No additional information is available at this time.